Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported via the manufacturer representative that the patient was having difficulty charging. The hcp stated the battery was likely tipped and was going to submit for a pocket revision to move the battery. It was noted that a contributing factor was that the patient had gained weight. No troubleshooting had been done and the surgery planned and was going to be scheduled. The issue was not resolved at the time of the report. The indication for use was non-malignant pain. No patient symptoms reported.

Manufacturer narrative:
Correction to patient code (B)(4) omitted in initial report, (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the surgery had not been scheduled yet as they were still awaiting insurance approval. It was noted that the information was confirmed with the physician. No further complications were reported/anticipated.